Event description:
It was reported that the right ventricular (rv) lead had a possible fracture indicated by steadily rising impedance and high capture threshold. No capture was seen with increased outputs. Reprogramming was performed to unipolar configuration and other settings were adjusted. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).